Event description:
It was reported that the valve caused an infection in the patient.

Manufacturer narrative:
The catalog and lot number were not provided by the reporter of the event. The device has not yet been returned to the manufacturer.